Manufacturer narrative:
The zoll start-up kit (suk) was returned to zoll on (B)(4) 2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Reference ccr # (B)(4) - quattro catheter

Event description:
A patient was hospitalized post cardiac arrest and an intravascular temperature management (ivtm) was needed. A zoll quattro catheter was inserted into the left femoral vein and the ivtm therapy was initiated at 11pm on (B)(6) 2017. The insertion was smooth. The patient's temperature prior to the ivtm therapy was 37.2 degree celsius. The target temperature on the console was 33 degree celsius. During therapy, an air trap alarm was noted. The attending nurse changed the saline bag and the air trap alarm was cleared. 7.5 hours into the therapy, blood was noted in the start-up kit (suk). The catheter was replaced and therapy was resumed. No patient consequences were reported.